Event description:
The external pulse generator was returned repair of a cracked case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis noted that there was evidence of non-medtronic personnel disassembling and reassembling the epg. The lower case was replaced and medical adhesive was used to hold the battery contacts in place. Analysis did confirm the customer comment that the cases were broken. They also found that the lower case was contaminated and the side bail covers, ring cover, and battery drawer were broken.